Event description:
It was reported that a user experienced hypoglycemia while working outside after a low glucose alarm sounded and they treated, and the user indicated their glucose continued to drop. Symptoms included hypoglycemia. Outcomes included no hospitalization and no long-term impairment reported. Investigation included a follow-up plan to gather additional information from the user. Investigation of this case revealed that the cause was unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.